Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a fibrous totally occluded lesion using a protege stent, it was reported that the physician started by taking pictures of the totally occluded sfa to popliteal. It was reported that the physician then inserted a 6x5 sheath and then ballooned with an amplatz super stiff wire. The first stent - a 5x120 ¿ was inserted right at the hunters canal. Then another stent - a 5x120 ¿ was delivered. However, when the physician checked the screen he decided that something did not look right. So, he pulled the stent out and the nose cone was all the way into the outer sheath. On the back table, the stent was partially deployed to make sure it was still in the device. The physician then took the deployed stent and as the physician brought it out of the sheath, the nose cone broke off. The physician then changed the sheath out and used a 7x45 sheath. The procedure was completed using a 6x150 unknown stent. The physician then post dilated with an unknown device. There was no harm to the patient reported.

Manufacturer narrative:
Device evaluation: the everflex device was inspected and observed the stent pre-deployed approximately 6.5cm. The finger grips were approximately 6cm apart. The distal tip, stent, exposed inner assembly, and outer was inspected under microscope and found no damages or anomalies. The hypotubing was detached from the catheter in the lab in order to inspect the device for witness marks. No clear visible witness marks were noted indicating the user tightened the safety knob prior to use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.